Event description:
It was reported to philips that system had a generator error which may impact imaging. The system was in clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system displayed generator errors. Review of the system log file showed that point gate driver fault. Upon troubleshooting the fse found that the power inverter was faulty. To resolve this issue, fse replaced power inverter certeray and tube adaptation, tube yield and edl was performed. The defective power inverter was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. The system was returned to use in good working order. The codes were updated based on the investigation outcome.